Event description:
Procedure: laparo gyn. Reportedly, the blade broke during use. The broken piece fell into the pt cavity and was retrieved immediately. There was no damage to the pt tissue and no pt injury was reported.